Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose .(hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was taken to the hospital with elevated blood glucose (bg) levels. Patient was also dealing with influenza, had ¿a bit of a fever¿, and a shortage of fluids in her body. The patient¿s bg levels were checked by the doctor at the hospital, and they had reached 35 mmol/l (631 mg/dl) after wearing the pod between 4 and 24 hours on the arm. As treatment, the patient was given 2 shots of insulin a fluid shot. There was nothing unusual noted with the pod when it was removed from the site. It was reported that site looked a ¿bit red¿. No further information was provided.